Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking catheter was returned for evaluation was one 9 5f d/l groshong chronic catheter. The sample was received in three segments which shared complete breaks just distal of the bifurcation and at the 16cm depth markings. The proximal segment included both luer hubs and the distal segment included the valve and tungsten plug. Microscopic inspection of both complete breaks revealed glossy striations consistent with sharp instrument cuts. Usage residue was observed throughout the sample. Several parallel, diagonally aligned sconng marks were observed between the 17cm and 18cm depth markings, occuring on opposite sides of the catheter. Multiple splits were observed within the sconng markings. An attempt to infuse water through the sample using a 12ml syringe revealed that each sample segment was separately patient to infusion. However a leak was observed emanating from the aforementioned damage located between the 17cm and 18cm depth markings. Microscopic inspection of the parallel sconng marks and accompanying splits revealed sharply defined, coarsely striated edges. The characteristics of the parallel impression/splits were consistent with damage caused by clamping/manipulating the catheter with ribbed metal instruments such as hemostats for forceps. The product IFU states "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps."

Event description:
The catheter was allegedly leaking along the track when the patient tried it infuse tpa facility unable to find a problem on the cathetergram but they reportedly replaced the catheter because the patient is visiting from another state. Catheter was saved but the doctor reportedly cut it in pieces to make it easier to remove.

Event description:
The catheter was allegedly leaking along the track when the pt tried it infuse tpa. Facility unable to find a problem on the cathetergram but they reportedly replaced the catheter because the pt is visiting from another state. Catheter was saved but the doctor reportedly cut it in pieces to make it easier to remove.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval.